Event description:
Consumer reprots getting inaccurate and erratic readings lately. Analysis run on clark error grid using mean avg reading (62) as ref. Points vs. Bd readings (33, 90) yielded data points in d range of the grid, outside acceptable limits.